Event description:
It was reported that the patient sought treatment with the doctor in early 2009 for low back pain related to an automobile accident in 2007. The doctor diagnosed the patient with degenerative disc disease at l3-l4 and l4-l5, as well as degenerative spinal stenosis at l3-l4 and l4-l5. The doctor recommended surgery to relieve the patient's pain. Doctor performed a direct lateral lumbar interbody fusion l3-l4 and l4-l5 using autograft and allograft; placed the lateral interbody cage l3-l4 and l4-l5; posterior spinal instrumentation l3-l4 and l4-l5; posterior spinal fusion using autograft and allograft l3-l4 and l4-l5, during this surgery rhbmp-2/acs was used. The patient's back pain increased immediately following surgery. He continued to seek treatment with the doctor for this pain. Each visit, the doctor would recommend another surgery. The patient's low back pain was substantially worse now than prior to the surgery.

Manufacturer narrative:
(B)(6), (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.